Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, after 45 minutes the fiber broke in half where the user was holding it and burned his finger slightly. There was not particular care needed for the user. The console was put on standby and the fiber was replaced to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Correction to field e1: initial reporter address 1.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, after 45 minutes the fiber broke in half where the user was holding it and burned his finger slightly. There was not particular care needed for the user. The console was put on standby and the fiber was replaced to complete the procedure. There were no patient complications reported.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, after 45 minutes the fiber broke in half where the user was holding it and burned his finger slightly. There was not particular care needed for the user. The console was put on standby and the fiber was replaced to complete the procedure. There were no patient complications reported.